Event description:
It was reported that during device change out, externalized conductors were observed. Patient was asymptomatic. Electrical function of the lead was tested and no anomalies were detected. Lead was explanted and replaced with no complications. Patient was fine.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 10.4-11.7cm from the distal tip, consistent with lead friction to another device or patient anatomy. Externalized conductors due to internal insulation abrasion were noted at 7.2-9.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 13.3-14.4cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion under the rv shock coil was noted at 6.7-6.8cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.